Event description:
The customer reported that the charge button would not work during the opcheck. This was in testing only and there was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the charge button would not work during the opcheck. This was in testing only and there was no report of pt involvement. A philips field service engineer evaluated the device but could not reproduce the reported symptom. The device passed all testing and was returned to service. We cannot determine the cause because the symptom could not be reproduced.